Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing white screen with partial display. No frozen screen or blank display noted. After multiple attempts to download, the flashing white screen persisted. Unable to download history files and traces using thump software due to flashing white screen. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that a broken lcd controller chip has the disrupted communication between the microcontroller and the lcd controller. As a result, the main microcontroller turns the backlight on and off. Moisture damage was also found on motor assembly and broken lcd traces. Unit was received with scratched case, broken trace, cracked keypad overlay at select button, cracked case (battery tube), cracked case on battery side and cracked lcd controller (pcb1) in conclusion, the unit received an unexpected flashing white screen with a partial segment display due to a broken lcd controller chip disrupting communication between the microcontroller and the lcd controller. Broken lcd traces and moisture damage on motor assembly was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display due to a pump drop. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a frozen display. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device would be returned.